Event description:
It was reported that the atrial lead exhibited low impedance and noise. The noise was reproducible. The atrial polarity was programmed unipolar and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.